Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during fill. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies, or finish with manual supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The hp stated they did have to finish therapy using manual supplies. The hp stated that they did not have any problems finish therapy using manuals. The hp stated they called their peritoneal dialysis registered nurse (pd rn) and they stated that it's okay and sometimes alarms happen. The hp stated they did not notice anything unusual with the supplies that could have caused the alarm. The hp stated they do know the lot numbers nor have samples. The hp stated that therapy has been going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during last fill was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient stated they did not notice anything unusual with the supplies that could have caused the alarm. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.